Event description:
A 24 hr halter monitor was placed on pt using red dot electrodes. After approx 1 hr pt felt a burning sensation on chest where they were placed. The next day, when the halter was removed, it was observed that the pt was badly burned in the areas where the electrodes were placed. The pt suffered a burning of the skin which cuased blistering. Pt seen in e.d. Diagnosed w/dermatitis.